Event description:
The customer reported erroneously elevated troponin I (access accutni) results, for multiple patients, involving access 2 immunoassay system. Subsequent testing of the patient samples on an alternate access 2 system recovered negative results. The erroneous results were released out of the laboratory. Three patients were admitted to the hospital. One of the three patients was treated for acute myocardial infarction (ami). Amended reports were issued. There has been no report of patient outcome. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) replaced the peristaltic tubing and all three (3) aspirate probes on (B)(4) 2012. On (B)(4) 2012, the fse serviced the unit due to wash valve/pump motion system errors. The fse discovered air in the fluidic lines and replaced the wash pump seal. The fse performed quality control (qc) and stated patient results continued to be imprecise. On (B)(4) 2012, the fse performed preventive maintenance (pm) and replaced the pump assembly. The fse stated the cause of the erroneous results was likely due to the wash valve rotor/stator. After replacing the rotor/stator and rebuilding the wash valve, 10 replicates of all qc levels were within acceptable ranges. The fse performed repairs verification and completed multiple replicates of three patient samples. All results were within the acceptable range. The unit conformed to the manufacturer's published performance specifications. Quality control (qc) from (B)(4) 2012 was within specification. The customer noted fibrin in one sample but did not suspect it was the cause of the erroneous results. It is unknown which of the three patients received acute myocardial infarction (ami) treatment. All related medwatch reports associated with this incident: 2122870-2012-01405, 2122870-2012-01406, 2122870-2012-01407, 2122870-2012-01408, 2122870-2012-01409, 2122870-2012-01410, 2122870-2012-01376, 2122870-2012-01377, 2122870-2012-01378.